Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during the embolization treatment of an aneurysm, the coil did not detach. The device was twisted until the coil separated from the delivery pusher. No additional intervention was reported. The patient was reported to be fine.